Event description:
It was reported that during a cholecystectomy procedure, the device fired first and second firing. The clip protruded from cartridge on the third firing. There was no pt consequence.